Manufacturer narrative:
Our service was delayed access to the unit for 20 days as it is on board a navy ship. A defective printed circuit board was found to be the cause of this issue. The board was removed and replaced, and returned to the factory for investigation.. This unit was purchased in 2007, and was in storage for over a year. We are not aware if the unit was properly charged during that time. Due to the defect on the pc board, one side of the battery voltage was present on the plug. After the board replacement, the batteries appeared to be charging properly. Service is planning to return to the site to complete the installation and address any further questions the customer may have regarding the unit.

Event description:
The customer reported voltage on the ac line cord plug while the system was sitting unplugged. The customer reported that one of the corpsmen had received a shock through his pant leg while moving the unit when his pant leg brushed against the line plug. Where service checked the unit, it was verified that there was approx 130 volts dc on either prong of the plug to ground and chassis. There was no serious injury as a result of this event, and no medical intervention was necessary.